Event description:
A malfunction was reported with the pump. There was no reported adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy or rely on an alternate method of insulin therapy until the replacement arrives.